Event description:
It was reported that during a mechanical thrombectomy, the tip broke off the basket and was retained in the patient's pulmonary artery. The clinician attempted to surgically remove this piece, however, the procedure was unsuccessful. The decision was made to leave the retained piece in the patient. There were no further patient complications reported.